Event description:
Device report from synthes reports an event in taiwan as follows: it was reported that on an unknown date, the package arrived complete and undamaged but there were no implants inside. This report involves one 2.0mm ti matrixmandible screw self-tapping 6mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the matmand scr ø2 self-tap l6 tan 1u I/clip z had no defect found on it. There is not enough evidence to confirm allegation or any other issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for matmand scr ø2 self-tap l6 tan 1u I/clip. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 20-apr-2022 part number: 04.503.406.01c, 2.0mm ti matrixmandible screw self-tapping 6mm lot number: 790p459 (non-sterile) lot quantity: (B)(4). One piece was scrapped in cell, export pack/label, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. A total of 245 labels were printed. 239 labels were placed on product; 1 label on the pll and 5 label was destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿there is no implant in package¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil monument which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on matmand scr ø2 self-tap l6 tan 1u I/clip. The affected part was returned to jabil monument. The package was labeled on both sides. Per the complaint and accompanying physical evidence, the complaint condition was confirmed as a non-sterile package with missing product. The package was sealed with no damage to the packaging. The dimensional inspection was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the matmand scr ø2 self-tap l6 tan 1u I/clip. The root cause of the complaint condition can be confirmed due to the manufacturing issue. Relevant actions have been taken to address the issue. The received condition of the matmand scr ø2 self-tap l6 tan 1u I/clip confirmed that the device was missing in the sterile package. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.